Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, an "open circuit" was observed in the atrial port. High lead impedances were noted in both unipolar and bipolar configurations.